Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc3731c207tu, serial (B)(6) , ubd: 12-oct-2022, UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic dissection. 2 months later, a resection and patch angioplasty was completed for a right cfa pseudoaneurysm. It was reported approximatley 13 months post the index procedure, follow up CT showed a type ia endoleak and aneurysm enlargement. Approximately 15 months later follow up CT showed a type ia endoleak and aneurysm enlargement. A secondary procedure was performed. Thoracic endovascular aortic repair by relining of the entire prior tevar distal to the lsa with a non mdt graft due to with proximal extension of the prior tevar with thoracic branched endograft (tbe) deployed distal to left carotid artery (zone 2) with coverage of lsa, stent-graft deployment in left subclavian artery into thoracic branched device, relining/stenting of left renal artery stent with self-expanding stent was completed. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported, and the patient is fine.